Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 478 mg/dl. The other relevant blood glucose level was over 300 mg/dl, above 446 mg/dl. The customer stated that the insulin pump got a no delivery alarm and cannula was bent. Troubleshooting was performed for no delivery as well as cannula bent. The insulin pump will not be returned for analysis. The infusion set and reservoir will not be returning.